Event description:
It was reported that during a stent procedure, as the stent was being deployed, it was noted to be missing. The stent was thought to be deployed in the circumflex, however, it could not be seen. The vessel was searched and the stent was not found. A balloon catheter was used in a retrieval attempt, however, there was nothing. It is unknown if the stent was there prior to being inserted into the pt. Reportedly, the pt was asymptomatic and the stent was never found. Another stent was used to complete the case.